Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire and introducer sheath were returned disassembled with no stent. Visual examination of the returned device revealed that there was a significant amount of blood noted within the introducer sheath. The stent delivery wire was noted to be kinked. The introducer sheath distal tip was kinked and damaged. It is likely that the difficulty experienced with the microcatheter could potentially have led to the stent becoming deployed prematurely during the clinical procedure. Based on the information available and analysis of the device, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during re-sheathing of the stent, the stent prematurely deployed in the hub of the microcatheter. The stent was exchanged and the procedure successfully completed without impact to the patient.

Event description:
I was reported that during re-sheathing of the stent, the stent prematurely deployed in the hub of the microcatheter. The stent was exchanged and the procedure successfully completed without impact to the patient.